Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the procedure completed it was noticed that the tip of the fiber was missing. Many attempts to find and remove the tip was unsuccessful. The length of the tip was 3mmlong and 0.4mm in diameter. The area was carefully inspected and the missing tip was not found. It is being assumed that it was swallowed and would be passed out. It was also reported that there were no complications to the patient.